Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm at the lesion area and was simply removed from the patient's body. The procedure was completed with this device. No complications reported and patient's condition post procedure is good.